Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received erroneous results for two patient samples tested for ca2 calcium gen.2 (ca) on a c702 analyzer. The first patient sample, which was processed on a pre-analytics system, initially resulted as 3.7 mg/dl and this value was reported outside of the laboratory. The physician questioned the result, so the primary tube of the sample was directly placed on the analyzer and repeated on (B)(6) 2016, resulting as 8.5 mg/dl. The repeat result was believed to be correct and a corrected report was issued. A second sample was also collected from the patient and tested on (B)(6) 2016, resulting as 8.5 mg/dl. The second sample, from a (B)(6) male patient and processed on a pre-analytics system, initially resulted as 7.2 mg/dl. The initial value was reported outside of the laboratory. The physician questioned the result, so the primary tube of the sample was directly placed on the analyzer and repeated on (B)(6) 2016, resulting as 9.4 mg/dl. The repeat result was believed to be correct and a corrected report was issued. The patients were not adversely affected. The ca reagent lot number was 13635101, with an expiration date of 05/31/2017. The field service representative determined that the cuvette was overfilling. An overflow of the cuvette could cause a carry over issue with neighboring cuvettes and also cause discrepant results. He adjusted the cuvette rinse level. The customer successfully ran all controls and all results were within the customer established ranges. The customer also ran a (B)(6) study. The customer had no further issues after completion of the service actions.